Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci did not operate as intended. The investigation determined that the false negative quality control result was obtained from a competitive quality control MFR. The expected quality control values were obtained from vitros (B)(6)quality control materials. The customer processed the same quality control aliquot on their alternate vitros eci with expected results. The same sample was then re-processed on the original vitros eci with expected results. The root cause for the false negative (B)(6) result could not be determined, however, the possibility of pre-analytical error could not be ruled out.

Event description:
A customer observed a false negative vitros (B)(6) result from a known reactive (B)(6) quality control fluid on a vitros eci system. The same sample produced a reactive result on the customer's alternate eci system. False negative results may lead to inappropriate physician action. Pt results were not affected. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostic inc. (B)(4).